Event description:
It was reported that customer received an altitude alarm after initiating a bolus. Reportedly, customer's blood glucose level was a little high but customer was "fine".

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.